Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent laparoscopic repair of ventral hernia with sepramesh on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient underwent a mesh revision/removal on (B)(6) 2005 due to erosion; mesh was poking and causing bleeding. No additional information provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, anterior repair, posterior repair using mesh due to cystocele, rectocele, uterine descensus. It was reported that following insertion the patient experienced urination all the time, pelvic pain, constant and current pain, and pain during intercourse. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.